Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain, discomfort, symptoms of impingement, clicking sounds upon leg extension and elevated cobalt and chromium levels. Operative findings include a substantial amount of joint fluid extruded from the joint, inflammation and extensive scar tissue.

Event description:
Patient was revised to address pain and clicking. There was quite a bit of grayish tissue surrounding the capsule.